Event description:
Pt found unresponsive, unconscious, pulseless, not breathing. Initial cardiac rhythm, asystole, progressing to ventricular fibrillation. Paramedic attempted to defibrillate pt, but unit did not charge. Pre-cordial thumps. Pt asystolic again, then ventricular fibrillation attempts to defibrillate, with "pop" heard but no discharge of energy.